Event description:
It was reported that an ilet user experienced perceived inaccurate meal-related boluses and reported frequent meal announcements, including occasional double announcements when glucose did not decrease, while also expressing concern about insulin absorption with fiasp. Symptoms included episodes of low and high blood glucose. Outcomes included the need for troubleshooting, education, and assignment to additional training. Investigation included a review of user reports and on-call troubleshooting with education on appropriate meal announcement usage. Investigation of this case revealed user-related use error associated with excessive and duplicate meal announcements and potential confounding by insulin absorption concerns. It was concluded that the device functioned as designed and that the event was attributable to user technique and therapy management rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.